Manufacturer narrative:
The blazer ii xp catheter was returned to boston scientific for analysis. Visual inspection noted a kink in the distal section of the catheter shaft. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device did not pass the continuity test due to ring 1 and ring 3 were open electrically. That the electrical open was found at the soldering joint between the signal wire and rings. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
During the radiofrequency procedure to treat atrial flutter a blazer ii xp catheter was selected for use. It was reported that the catheter temperature reading was lower than expected at 19 degrees celsius. No additional information was reported.

Event description:
During the radiofrequency procedure to treat atrial flutter a blazer ii xp catheter was selected for use. It was reported that the catheter temperature reading was lower than expected at 19 degrees celsius. No additional information was reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.